Event description:
The customer used the suspect device to check their blood glucose and obtained a result of 151 mg/dl. Pt wasn't feeling well and went to the hosp and their glucose was 51 mg/dl and a hosp meter. Pt was treated with a glucose IV. Controls were not used on the system and the cap is left off the test strip vial exposing the strips to the elements.